Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -13.0 diopter, into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a shorter lens due to excessive vault. The problem is resolved. The cause of the event is reported as device.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens returned in a micro-centrifuge vial with moisture on lens and clear surgical residue on product. Visual inspection found haptic torn and bent; residue on lens. Claim # (B)(4).